Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They were harvesting a radial artery and while doing a fasciotomy, the fascia was not separating apart. They had used a prior kit cpl-111100 which looked suspicious and opened up this kit. This kit had the same issue as the aforementioned issue and they had to open up a new kit. They changed out the box and the cord also and was able to finish the case with no issues nor any adverse patient affects. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d10, g4, g7, h2, h3, h6, h10. Internal complaint number: (B)(4). Specific actions for the analyzed failure mode "material twisted/bent; wire" is being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation on 10jun2020 and an investigation was conducted on 29jun2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Microscopic inspection was conducted. The both the hot and cold jaws appeared to be yellowish/brown in color indicating burn of the device. The heater wire was observed to be bent and flexed away from the center of the hot jaw, remaining attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact with no defects. No other visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. The device activated and transected tissue five (5) times with no cautery failure observed. A temperature and resistance test was conducted to evaluate the device function. The resistance value was measured at 0.686 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "electrical issue" is not confirmed. The analyzed failures "material twisted/ bent wire" and "thermal decomposition of device" were confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They were harvesting a radial artery and while doing a fasciotomy, the fascia was not separating apart. They had used a prior kit cpl-111100 which looked suspicious and opened up this kit. This kit had the same issue as the aforementioned issue and they had to open up a new kit. They changed out the box and the cord also and was able to finish the case with no issues nor any adverse patient affects. The hospital did not report any patient effects.